Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (3782866) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device was explanted and replaced due to fractured tubing approximately 2cm from the pump. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the inlet tube and shorter exhaust tubes of the pump. Separation was noted on the longer exhaust tubing of the pump near the strain relief. This is a site of leakage. A small area of abrasion was noted adjacent to the separation on the longer exhaust tube indicating the tube had been kinked onto itself and abraded. A separation was noted on the bladder of cylinder 1. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with cylinder 2. Abrasion was noted on the inlet tubing of the reservoir. No functional abnormalities were noted with reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on the shorter exhaust and inlet pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in- vivo. This then may have caused the longer exhaust tube of the pump to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the longer exhaust tubing near the strain relief. A separation of this type could then allow the loss of fluid, making the device inoperable. In addition, it was concluded that the observed instrument separation in the bladder of cylinder 1 may have occurred during explant. The expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.